Event description:
It was reported that the pt experienced increased spasticity and underwent pump replacement surgery on (B)(6) 2011 due to device end of life. During the surgery, a preimplant prime of a new pump was programmed on the back table. A prime volume of 0.3 mls over 19 mins duration was programmed. The pump was still dripping and 3-4 drops were noted a few mins after the 19 mins elapsed. The prime was programmed at time 1408 per the session report; the second update was performed at 1430 to program the pump to stopped mode and cancel bolus was selected. Pump was not re-interrogated after the first bolus was complete. The plan was to program the pump to simple continuous mode as the pt had been without drug "for a little while." The pump was implanted. Baclofen 280.6mcg, 2,000mcg/ml was used in the pump. There were no further issues after the implantation. Additional info will be reported if it becomes available.

Manufacturer narrative:
(B)(4).